Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl and customer administered insulin injections to address bg. Customer did not know cause of event and may be related to other health issues. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.